Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer alleged that the insulin pump was under delivering insulin which led to hyperglycemia. The customer¿s blood glucose value at the time of the incident was 16.4 mmol/l. The customer was assisted to perform high pressure test, displacement test and self test. The insulin pump passed all the tests. The customer treated high blood glucose levels using insulin pump. Troubleshooting was performed and the device will not return for analysis.